Event description:
Pt status post dhhs system implantation and presented to hospital complaining of pain. An x-ray revealed the helix blade was broken. Surgeon removed the hardware and revised to bipolar hip system. The plate was not broken.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Implantation date approximately few months ago. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.